Manufacturer narrative:
Related component of device system: model number/ catalog number: 72404156, batch/ lot number: unknown, model/ catalog description: reservoir 100 ml pc/iz.

Event description:
It was reported that the dr. Was trying to get through scar tissue to create a space for the reservoir of the inflatable penile prosthesis (ipp). At some point, either during implantation of the reservoir or while creating that space for it, the bladder was perforated on the lateral wall. A malleable prosthesis was implanted as a placeholder with plans for the patient to come in for a revision once he's healed up. A full recovery is expected for the patient.